Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that a 1104 "backup alarm failed" error occurred during device setup. It was reported that there was no patient involvement at the time the issue was discovered. There was no patient or user harm reported. Per good faith effort (gfe) response, the customer troubleshot the device, and the issue could not be duplicated. The customer powered on the device and did not see any error. The customer then completed a battery test and found that the device ran as it should on battery backup power. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.